Event description:
Balloon rupture during procedure.

Manufacturer narrative:
Customer report was confirmed. Balloon was found to be ruptured in central area. Balloon was baggy at the site of rupture. Balloon slightly protruded towards ruptured side. The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is inconsistent wall thickness. There are no other defects to the device balloon. Water was introduced through all of the lumens and the water flows from where it should with no functional defects detected. Visually there are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging, and this condition was not present during that time.